Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer observation that the programmer would not power up and the power supply was replaced to resolve. Analysis also found a loose electrocardiogram connector on the link electronic module (lem) board and therefore the lem board was replaced and calibrated, a broken keyboard latch, that the display "flopped around", that the system fan was noisy and that the radiofrequency transceiver (rft) mounting hole was broken. The keyboard, left and right upper display hinges, system fan and rft were replaced to resolve all. (B)(4).

Event description:
The programmer was returned as it had fallen off its cart but subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results.